Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they gave correction by bolus but the blood glucose would keep going high. The customer's blood glucose was 145 mg/dl at the time of incident. The customer stated that there could be a possible absence of no delivery. The customer was unable to troubleshoot at the time of call. The insulin pump will not be returned for analysis.